Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a difficulty charging the ipg due to ipg migration. The patient underwent an ipg repositioning procedure and was doing well postoperatively. Nothing was removed or added during the revision procedure.